Manufacturer narrative:
This complaint has been identified as a duplicate of manufacturer report number: 1645337-2023-11998. This file has been updated to contain all of the most current and correct information, and final reporting/documentation of this event will take place in this manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation revision with unknown mentor silicone prosthesis experienced bilateral ptosis and bilateral capsular contractures unknown grade on the left, and grade iii on the right side postoperative. The issue was discovered during surgery. As a result, patient underwent bilateral mastopexy, bilateral capsulectomy, and bilateral removal without replacements on (B)(6) 2023. This report relates to the right side.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: ptosis and capsular contracture grade iii. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).